Event description:
This event is being reported as part of a bulk data release provided to medtronic from the society for vascular surgery - patient safety organization tevar dissection surveillance initiative. This data has been provided to medtronic by a third party (m2s) and is limited and de-identified. On an unknown date in 2014, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following adverse events and device malfunctions were observed: dysrhymia, death. The investigator assessment states that the event was related to the disease or treatment. The sudden cause of death is unknown. No further information is available for this event.

Manufacturer narrative:
(B)(4).